Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and was missing. The root cause for the damaged and missing connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor for an unrelated issue, when a reportable malfunction was found.